Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. A visual inspection of the power cord revealed exposed wires, and ac adaptor was missing. Final conclusion found that the circuit board was damaged due to the high current flow through the telephone line and the electrical wall outlet.

Event description:
This report is to advise of an event observed during analysis.